Manufacturer narrative:
The customer complaint of faint tones was confirmed. The defective ui board was replaced. Repair including function testing to test protocol was performed and the unit passed all testing. The unit was reset to standard/ factory settings. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of an audio failure where there was no post (power-on-self-test) tone on startup. Customer states that the problem was isolated to the speaker. There was no patient involvement